Event description:
It was reported that suspected t-wave oversensing was observed. The physician observed a vf episode with inadequate sensing in the ventricular channel. The r-wave amplitude measurements were varied. The reported anomaly will be monitored. Programming changes were made. The system remains implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.